Event description:
Customer reported discordant sodium (na+) result on the instrument. The discordant value was not provided but the customer reported that it was low, by 13 mmol when compared to the lab chemistry method and another instrument in their biochemistry lab. There was no report of injury for this event.

Manufacturer narrative:
The cause for the discordant sodium (na+) result is unk.